Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported an unspecified issue with an intraocular lens (iol). Additional information was provided that an iol and a cartridge were defective. The timing of the event is unknown.